Event description:
It was reported that during xia3 surgery (l4-5), when the surgeon was tightening the blocker with torque wrench in l5 left screw, the blocker wore. He tried using another blocker, but same event occured. Finally he did not insert the blocker in the screw and finished the surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of the xia 3 titanium blocker was confirmed via a stryker representative. The blocker was described as worn out after it was tightened by the surgeon. The same event occurred with the replacement blocker. The wear to the hex head could have been due to cross threading into the polyaxial screw but that cause cannot be confirmed. Conclusion: the root cause of the failure mode could not be determined due to the absence of the device.

Event description:
It was reported that during xia3 surgery (l4-5), when the surgeon was tightening the blocker with torque wrench in l5 left screw, the blocker wore. He tried using another blocker, but same event occured. Finally he did not insert the blocker in the screw and finished the surgery.